Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe slip tip with bd precisionglide¿ needle was damaged. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one photo was returned for investigation. From the photo, observed syringe barrel damaged. The defective and syringe damaged; as stated as the reported code was confirmed with the returned photo. Probable cause for this non-conformance happened at the assembly machine when there is product jammed and hence resulted the subsequence syringe to rub against the tooling and jammed product which caused damaged on the barrel body. Require sample returned for further investigation.

Event description:
It was reported that bd syringe slip tip with bd precisionglide¿ needle was damaged. No serious injury or medical intervention was reported.